Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. Other: it was reported the device was explanted and replaced due to early battery depletion after an implant duration of 11 months. There were no associated patient symptoms and in the device history, no shock deliveries. No patient complications were reported as a result of this event. The patient status after device replacement was okay. Premature eri (elective replacement indicator).

Event description:
It was reported the device was explanted and replaced due to early battery depletion after an implant duration of 11 months. There were no associated patient symptoms and in the device history, no shock deliveries. No patient complications were reported as a result of this event. The patient status after device replacement was okay.